Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. The pump was additionally cracked in the u-groove area. Evidence of moisture was observed in the battery compartment. The pump failed a leak test at the battery compartment. The returned battery cap had stripped/damaged threads and was unable to fully tighten on to the pump. A test cap was used for investigation. The pump cover was opened and no further moisture was observed.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.